Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00585001296, polyethylene insert xt size b, lot#: 64810777. 00588000500, tibial component precoat size 5, lot#: 64739923.

Event description:
It was reported that x-ray showed that the segmental hinge pin and cap were out approximately 4 months after the implantation. This created instability and had to be revised. The revision went well.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The femoral and polyethylene insert are compatible. However the complete construct compatibility could not be assessed due to insufficient information. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the cap of the hinge pin has separated from the pin and there is slight lateral position of the pin. There is no fracture or dislocation. Implant fit and overall alignment is maintained. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.